Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose levels was 33 mmol/l. Customer¿s current blood glucose level was 12 mmol/l. Customer treated with insulin pump and by changing site. Customer declined to troubleshooting for high blood glucose level. Customer states that the act button is not responding correctly. Reservoir will not be returned for analysis